Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to reset the pump and continue its use, with the understanding to call back if the malfunction code reoccurs.